Manufacturer narrative:
According to the clinical representative (cr), the stimulators were implanted in accordance with the instructions for use (IFU). The stimulators were implanted at the sural and posterior tibial nerves. Patient reported having an underlying condition called bullous pemphigoid disease that has flared up at the same time of the reported event. Patient is a nurse and believes that the underlying condition may be the cause of the swelling and new pain at/near the implant site. Patient reported wrapping the affected area overnight, resulting in a decrease of swelling. The next day, patient visited a doctor who did not believe the swelling was related to the implanted stimulator. Based on this information, the new pain and swelling was confirmed/replicated, there is no evidence that product did not meet specification and the stimulator is used for treatment of pain. Since the issue was not attributed to the product, the DHR was not reviewed during the investigation. The potential cause of the new pain and swelling is user error as the patient has an underlying condition that has flared up at/near the area of the implanted stimulator.

Event description:
(B)(6) 2020, patient reported experiencing new pain and swelling at/near the left ankle.